Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels that were out of range. The mother stated that the customer was not receiving insulin and the insulin pump didn't alarm with no delivery. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The mother also mentioned that elevated stress levels may have contributed to the customer's high blood glucose levels. The insulin pump was replaced as a precaution. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.